Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured in 2017; deviations during assembly and final inspection did not occur. Investigation: visual - the visual inspection showed external deposits but no significant deformations or damages. Permeability test - this test has shown that the valves has a blockage. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve, and a braking force and function test is not applicable. Computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke testing apparatus which simulated a cerebrospinal fluid (csf) flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve was not permeable, a computer controlled test was not possible. Results - after the tests, we dismantled the valve. Inside the valve we have found evidence of a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by implants. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height - 100 cm. Implant date - (B)(6) 2018, date unknown. Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that a paedigav valve was blocked. A patient underwent a shunt implantation procedure in (B)(6) 2018. Sometime later, blockage was noted. The valve was replaced on (B)(6) 2019 due to this malfunction. Further details have been requested.